Event description:
It was reported to boston scientific corporation in 2009 that a jagtome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day. According to the complainant, during the procedure, one end of the cutting wire came loose from the catheter. The physician completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation ; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.